Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. Philip's field service engineer (fse) replaced the touchscreen, performed the applicable tests and touch screen calibration. The unit passed all tests and was ready for patient use.

Event description:
The customer reported that the touchscreen was not responding in some spots. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24jan2019. Date rec'd by MFR: 15jan2019. Failure analysis performed by philips on the returned touch screen shows that the customer complaint of ¿touchscreen failure.¿ was confirmed. The touchscreen was contaminated and out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.